Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient required surgical intervention. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the thrombosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "preconception counseling, predicting risk and outcomes in women with mwho 3 and 4 heart disease" authors matthew cauldwell et all, edwards learnt of the following event: a patient at her 32th week of pregnancy with a mechanical edwards valve implanted in the mitral position had a valve thrombosis requiring surgery after an unknown implant duration. The baby died in utero shortly afterwards. As reported, the patient was switched from warfarin to therapeutic enoxaparin during second trimester. She had poor compliance with lmwh (despite recommended testing with peak and trough levels) and often did not attend her appointments.